Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on radius side assessed as surgical impact opening (shell thickness within specification). Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h3, h6, h10. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side "rupture." It was later reported "gr 3 cc." And capsular contracture, baker grade iii on the right side. Device has been explanted and replaced.